Event description:
Per the surgeon's report, in 2007, the pt's skip flap was found to be red in color and the circulation to it was poor. Approx three and a half months later, discharge from the pt's ear was noticed and oral medication was administered. On august 02, 2007 the pt's skin flap had "slipped again" and the discharge from her ear was still present. Staphylococcus aureus was cultured. The pt's device was explanted the following month, and a new device reimplanted during the same surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.